Manufacturer narrative:
G2: the country of the event is germany. G4. Please note that this device (c05b) is not marketed in the united states; however, it is similar to the united states marketed device with catalog# cx01a, 510k# k102397 and UDI# (B)(4). H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the bone cement became very hard after a short mixing process (approximately 5 turns) that it was not possible to get the cement out of the mixer and inject it into the vertebral body. The cement was not injected into the patient as it could not be delivered. The cement was stored at the proper temperature before and during the procedure. No patient complications have been reported as a result of this event.